Event description:
Pt. Reports that his pacemaker/defibrillator delivered inappropriate shocks. Pt. Stated that the first time it happened the shock knocked him on his bed. Stated; he went to his doctor and was informed that his medication was too low and dosage was increased.